Manufacturer narrative:
Additional information h4, h6 (update codes), h11. H4: the lot was manufactured between march 7-9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The recombinant human endostatin injection was not infusing at the normal speed of the pump. The actual output was significantly less than the expected output. There was no report of patient injury or medical intervention associated with this event. No additional information is available.